Manufacturer narrative:
Cont. E.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported for the right side "there is at least extensive intracapsular rupture of the right breast implant with suggestion of extracapsular rupture also noted particularly at the posterior margin". The device has been explanted.